Event description:
It was reported that the insulin pump alarmed no delivery during manual prime procedure. The blood glucose reading was 120 mg/dl. The customer stated that she received the same alarm twice with the same infusion set. The customer did not, however, want to replace the device because she wanted to inquire with her doctor about a different model. Upon troubleshooting with manual prime, it was found that insulin did exit the tubing with the plunger; a 5 unit manual prime was administered with the insulin pump and the device did alarm no delivery. Advised discontinuation and replacement of the insulin pump. The blood glucose reading at the time of the follow-up call was 110 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.